Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-08, equinoxe preserve stem 8mm. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-31-36, glenosphere, 36mm. 320-35-02, small superior augment glenoid plate.

Event description:
As reported, approximately 4 months post the l reverse tsa, this (B)(6) female patient tried to lift a can of soda and felt a pop in the region of her l shoulder with increased pain, decreased range of motion. A revision was completed to repair an acromial fracture. The patient was discharged with orders for relative rest, referral to pain management for discussion of a nerve block in the intrascapular region. Outcome is reported as continuing. Device will not return due to clinical study policy.